Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 37-38 mg/dl; cause was not known. Bg was treated intravenously with fluids of saline and the customer consumed carbohydrates. Customer was discharged from the ER a few hours later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. No alerts of occlusion and no issues with infusion set or cartridge were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.